Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent post-meal low blood glucose with a reported value of 39 mg/dl while using the ilet associated with frequent "less than usual" meal announcements that led to maladaptive meal dosing and required treatment with fast-acting oral glucose; coaching advised a factory reset to support relearning of insulin needs and reinforced correct meal entries. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for unexpected medication intervention in the form of fast-acting carbohydrates. Investigation included communication with the user and analysis of user-provided data. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and a contributing user interface factor. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that caused or contributed to the event.